Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported having a fluid leak associated with pd treatment. There were several air detected in cassette warnings in fill 4. The message would not clear so the patient cancelled treatment. Patient found fluid leak from the cassette into the cycler when the cassette door was opened. Fluid was in the pump module area of the cycler and on the cassette. The patient was advised to let the cycler air dry before using it again. In a follow up, the patient's pd nurse verified the leak and said there was no harm, intervention or adverse event due to the leak. The patient let his cycler air dry and has been using it since with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having a fluid leak associated with pd treatment. There were several air detected in cassette warnings in fill 4. The message would not clear so the patient cancelled treatment. Patient found fluid leak from the cassette into the cycler when the cassette door was opened. Fluid was in the pump module area of the cycler and on the cassette. The patient was advised to let the cycler air dry before using it again. In a follow up, the patient's pd nurse verified the leak and said there was no harm, intervention or adverse event due to the leak. The patient let his cycler air dry and has been using it since with no further issues.